Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded electronic assembly. There was moisture damage on the motor assembly and corrosion on the keypad traces. The pump had cracked case at display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 274 mg/dl at the time of incident. The customer stated that she accidentally dropped the pump in the washing machine with water. She stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.